Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for high, out of range shock lead impedances (sli). Technical services indicated that sli had gradually increased over time and recommended reprograming. Defibrillation threshold testing was also advised if this programming change was made. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.